Event description:
It was reported that the tip of the custom curette broke off during surgery. The tip broke off in the patient. All the pieces were found and removed from the patient and the sterile field. No patient complications were reported.

Manufacturer narrative:
(B) (4). The curette was not returned for evaluation. With the available information a cause or contributing factor cannot be identified.